Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported late programmer response. However, analysis noted that the left keyboard hinge was broken, the right display hasp was cracked, the lower replacement handle was cracked, and the programmer failed the audio loop-back test. All damaged parts were replaced and the nylon standoff and media bay gasket were replaced as a preventative measures. The link electronic module (lem) and the connection between the printed circuit board (pcb) and overlay were reseated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer response was late when testing the analyzer and the product parameters. The programmer was returned for service. There was no patient involvement.